Manufacturer narrative:
This report is submitted on march 15, 2022.

Event description:
Per the clinic, the patient experienced an infection at the incision site (specific date not reported) and subsequently, the device was explanted on (B)(6) 2022 under general anesthesia. The patient was prescribed oral antibiotics post-operatively (specific date and duration not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced skin dehiscence at the incision site (specific date not reported). Device analysis report attached. This report is submitted on april 22, 2022.